Manufacturer narrative:
Update b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was completed successfully. The cause of the stent damage is unknown, and no specific cause was identified for the over-positioning. Only one pipeline device was used, and there was no friction or difficulty during delivery or positioning. No damage such as break, kink, or bend was observed on the catheter. The pipeline was implanted at the intended location; however, a surge in the release of the device (device jump) was observed during deployment, though the tip of the catheter was not moved. Noadditional stent breakage was noted.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield was returned inside the outer carton, inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of "failure to open" was not confirmed, as the distal and proximal ends of the braid were found open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicate that the vessel tortuosity was severe. However, the customer did not indicate that the braid was deployed in a straight vessel; therefore, the deployment of the braid in the vessel bend could not be ruled out as a possible cause. In this event, the severe vessel tortuosity, damaged braid, or the deployment of the braid in the vessel bend may have contributed to the failure to open. Such damage can occur from resheathing the braid more than twice, over-manipulation, improper deployment techniques. However, the cause of the braid damage could not be determined. The customer report of "movement during deployment" was not confirmed. The cause could not be determined. Possible causes include vasospasm, severe vessel tortuosity, and a high-force delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fg15160-0615-1s (lot: 230628622); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured eft ophthalmic carotid and posterior communicating aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 4.43 mm distally and 4.96mm proximally. The access vessel was the femoral artery, with 8f mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. The angiographic result post procedure was healed patient. It was reported that the stent was being deployed, it opened normally but needed to be repositioned distally. Upon reopening it, it was noticed that its mesh was wrinkled, it seemed to be over positioned, and the proximal part was twisted. The microcatheter was removed because the pipeline was inside it. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No medical or surgical intervention was needed to prevent permanent impairment of function. The event did not lead to or extend patient hospitalization. No patient symptoms or complications were associated with this event. Ancillary devices include a avigo guidewire, phenon 27 microcatheter, neuron sheath.